Event description:
It was reported that the impedance was 2,200 ohms with the analyzer and 1,800 with the device one day after implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.